Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The lead was removed and the screw was found to be bent. A new lead was subsequently implanted in the septum. No additional adverse patient effects were reported.